Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, and immediately after unpacking, the lead tines were found to be spread out. Three attempts were made to place the lead in the right atrium, however the lead dislocated due to poor fixation each time. In addition, there was a sensing issue noted. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.